Event description:
It was reported that there was a complete device shut down while using the device on the patient. The device generated a loud alarm sound to alert the user of the situation. There were no patient health consequences reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Manufacturer narrative:
The affected device, manufactured in 1995, was examined on-site by dräger service and the log file was made available for further investigation at the manufacturer¿s site. During the on-site device examination, a power supply failure was identified as root cause of the reported event, which could also be confirmed by the log file analysis at the manufacturer. A power supply failure causes a breakdown of the internal supply voltages. This stops ventilation, the screen goes black and the emergency breathing device is automatically opened to allow the patient to breathe spontaneously. The device sounds an acoustic alarm with a mains failure alarm via the mains failure horn for at least 2 minutes. The mains failure horn is electrically supplied by gold caps independently of the power supply unit so that the acoustic alarm is ensured even if the power supply unit is faulty. In the present event, the device alarmed the failure as specified. Replacing the power supply remedied the issue and the device could be switched on again after replacing the affected power supply. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a complete device shut down while using the device on the patient. The device generated a loud alarm sound to alert the user of the situation. There were no patient health consequences reported.